Event description:
J-pouch. Plcr75b reload fired completely but upon inspection of the staple line, under-formed staples, leaving the entire staple line open. Anastomosis was hand sewn to complete the case.